Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was interrogated prior to an implant procedure and the battery bar was gray. The device was not used. No patient involvement.